Manufacturer narrative:
Batch review performed on 15 december 2021. Lot 183026: (B)(4) items manufactured and released on 10-july-2018. Expiration date: 2023-jun-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 2 years 11 months after the surgery, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (12 mm to 17 mm) and the surgery was completed successfully.